Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was received by baxter for evaluation. The unit was received with a "door not fully latched" alarm caused by cracked threaded insert bosses and raised threaded inserts causing separation between front case and mech assembly. Evaluation also found loose hardware that secures that mech assembly into the front case which has been known contributor of the "door not fully latched" alarm in past repairs. Link and latch switches were tested during evaluation and were found to be operating as expected and the alarm reproduced may have been perceived by customer as a latch failure. The front case assembly was replaced.

Event description:
The customer reported that pump serial number (B)(4) has a "broken door latch system." There was no patient injury reported. No further information was available.